Event description:
An IV was placed in r anticubital by radiologist technician. Pt. Received pressure injection of 30ml of contrast after 10ml saline flush pre-contrast for mra brain, neck and carotids. Images were completed. At end of procedure, radiology technician noted wetness underneath tegaderm dressing. Staff suspects leak in IV during pressure injection. Pt. Was not sweating and arm was dry before placing tegaderm prior to procedure. Manufacturer response for closed IV catheer system, bd nexiva diffusics (per site reporter): equipment failure reported to concordance healthcare distributor, advanced cs specialist. Product available for return.